Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 10-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4, an enhanced full-height cubie drawer in the main cabinet, was not being detected on the bus. A field service engineer (fse) replaced the worn retractor band; however, this did not resolve the issue. The fse observed that several light emitting diodes (led) on the pyxibus module controller (pmc) were not illuminated. As a replacement board was not available at the time, the fse temporarily borrowed a board from an unused machine to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the device was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.